Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient was experiencing chest pains and shortness of breath even when the device was turned off. Database analysis revealed no anomalies.

Event description:
A report was received that the patient was experiencing chest pains and shortness of breath even when the device was turned off. Database analysis revealed no anomalies.